Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. Patient's race was asked but not provided.

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is unknown. There is no medical or dental history prior to implant placement. The patient presented on (B)(6) 2022 for a primary procedure on tooth #8. Post op care provided to include prescription for amoxicillin and ibuprofen prophylactically. The patient returned on (B)(6) 2022 without complaints. Upon examination, the provider notes "after removal of the gingival tissue to expose the implant, the driver was used to remove the cover screw and portions of the thread part of the screw broke."

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot# 6097386 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: there was no stock product from lot# 6097386 available for review. Investigation methods/results: the device was returned but not in original package. The implant was verified to be a hahn tapered implant ø7.0 x 8 mm (70-1154-imp0019) using radiographic template (pk-209-062515). Threads were visually worn and the implant collar had visual defects. Internal thread of the implant were worn but it was difficult to determine if remnants of the cover screw were engaged still. No cover screw was returned for investigation. Significant bone debris was observed in the threading of the implant. Root cause: a root cause for the reported issue cannot be explicitly determined. It is unknown if the practitioner followed the proper healing component placement or delivery protocols for the final restoration listed in the instructions for use. Probable root cause is over-torqueing, cross threading or improper seating of the screw. Per IFU 570 rev. 3.0 (hahn tapered implants IFU), the "methods of implant placement" section states: "option 1: handpiece implant placement - place the appropriate implant driver into the handpiece. Seat the driver into the internal hex connection of the implant, and press firmly to fully engage the connection. Thread the implant into the osteotomy at approximately 25 rpm until fully seated. Option 2: manual implant placement - assemble the adjustable torque wrench with the surgical adaptor and appropriate implant driver. With the implant threaded securely in its site, seat the driver into the internal hex connection of the implant, and press firmly to fully engage the connection. Turn the wrench clockwise in increments of approximately 90 degrees. Avoid lateral forces, which can affect final alignment of the implant." Additionally, IFU 570 rev. 3.0 (hahn tapered implants IFU), the "healing component placement" section states: "following implant placement, prepare the site for healing by placing either a healing abutment (single-stage surgical protocol) or the cover screw (two-stage surgical protocol). Option 1: healing abutment - if observing a single-stage surgical protocol, select a healing abutment of the appropriate height and diameter. Thread the healing abutment into place atop the implant. Hand-tighten with the appropriate prosthetic driver. Option 2: cover screw - if observing a two-stage surgical protocol, thread the cover screw into place atop the implant. Hand-tighten with the appropriate prosthetic driver." IFU 570 rev. 3.0 (hahn tapered implants IFU) also states in the "second-stage uncovery (two-stage surgical protocol)" section: "following the appropriate healing period, make a small incision in the gingiva over the implant site to expose the cover screw. Using the prosthetic driver, remove the cover screw, and place a healing abutment or temporary abutment of the appropriate height and diameter."

Manufacturer narrative:
CAPA 23-006. Manufacturer reference: (B)(4).

Event description:
It was reported, that the hahn tapered implant failed. The patient's bone type is unknown. There is no medical or dental history, prior to implant placement. The patient presented on (B)(6) 2022, for a primary procedure on tooth #8. Post op care provided to include prescription for amoxicillin and ibuprofen prophylactically. The patient returned on (B)(6) 2022 without complaints. Upon examination, the provider notes, "after removal of the gingival tissue to expose the implant, the driver was used to remove the cover screw and portions of the thread part of the screw broke". And the implant came out and was replaced with a new implant.